Event description:
It was reported that during a procedure there was a loud noise from the laser console and the laser fiber had broken. The procedure was completed with a new fiber. There was no patient complication.

Event description:
It was reported that during a procedure there was a loud noise from the laser console and the laser fiber had broken. The procedure was completed with a new fiber. There was no patient complication.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.